Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit would not provide a co2 reading during setup. They swapped the cables and water trap, but this did not resolve the issue. Not in patient use. Investigation summary: the unit was returned for evaluation and repair. A malfunction was confirmed, and the unit gave readings below the manufacturer's specifications. The gas module was identified as the failing part, and the unit performed to expectation after the component was replaced. A review of the device's complaint history by serial number reveals two related tickets. The unit's gas module had previously been replaced for not providing readings in ticket (B)(4). The gas modules involved were different revisions (cd-314p-03 failure in (B)(4) and cd-314p-04 failure in current ticket), and these can be considered isolated incidents. In addition, the current ticket is a re-reporting of ticket (B)(4). The customer had previously informed nihon kohden that the complaint device would not be returned for repair or exchange. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/16/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 09/26/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 10/08/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multigas unit would not provide a co2 reading during setup. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit would not provide a co2 reading during setup. They swapped the cables and water trap, but this did not resolve the issue. Not in patient use nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multigas unit would not provide a co2 reading during setup. Not in patient use.